Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. The distal conductor was extrinsically distorted due to kinking. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead kinked during the implant procedure when the physician tried going round a bend in patient anatomy. The rv lead was removed and replaced. The rv lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.